Manufacturer narrative:
Getinge became aware of an issue with one of our accessories - 100967c0 - cable-connected hand control used with 142501a0 - orthostar ii mobile extension table. As it was stated, prior to the fractured neck of femur fixation surgery, the table was not responding to any commands and was fixed in a tilt position. The patient had already been anesthetized. The issue led to a delay of approximately 30 mins due to swapping tables and setting up. Following the service visit on site, the technician confirmed that there was no issue with orthostar ii mobile table and only a malfunction of the hand control was found. The incident was initially assessed as reportable due to a delay in surgery resulting in prolonged anesthesia time. Recently, the incident has been reevaluated as according to the medical expert's assessment, the procedural delay did not have any major clinical relevance in this situation. The scenario described in the record is considered as non-reportable. It was established that the device failed to meet the manufacturer's specification. The device was not being used for patient treatment when the malfunction occurred. The issue was discovered during preparation for the procedure. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The unique identifier (UDI) # information is not available since the serial number has not been received. The correction of b5 describe event or problem, h6 medical device ¿ problem code fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 12th february 2024, getinge became aware of an issue with one of our accessories - 100967c0 - cable-connected hand control used with 142501a0 - orthostar ii mobile extension table. As it was stated, prior to the fractured neck of femur fixation surgery, the table was not responding to any commands and was fixed in a tilt position. The patient had already been anesthetized. The issue led to a delay of approximately 30 mins due to swapping tables and setting up. Following the service visit on site, the technician confirmed that there was no issue with orthostar ii mobile table and only a malfunction of the hand control was found. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the delay in surgery resulting in prolonged anesthesia time, was to reoccur. Corrected b5 describe event or problem: getinge became aware of an issue with one of our accessories - 100967c0 - cable-connected hand control used with 142501a0 - orthostar ii mobile extension table. As it was stated, prior to the fractured neck of femur fixation surgery, the table was not responding to any commands and was fixed in a tilt position. The patient had already been anesthetized. The issue led to a delay of approximately 30 mins due to swapping tables and setting up. Following the service visit on site, the technician confirmed that there was no issue with orthostar ii mobile table and only a malfunction of the hand control was found. The incident was initially assessed as reportable due to a delay in surgery resulting in prolonged anesthesia time. Recently, the incident has been reevaluated as according to the medical expert's assessment, the procedural delay did not have any major clinical relevance in this situation. The scenario described in the record is considered as non-reportable. Previous h6 medical device ¿ problem code: activation, positioning or separation problem/positioning problem/positioning failure/1158 corrected h6 medical device ¿ problem code: electrical /electronic property problem///1198.

Event description:
Getinge became aware of an issue with one of our accessories - 100967c0 - cable-connected hand control used with 142501a0 - orthostar ii mobile extension table. As it was stated, prior to the fractured neck of femur fixation surgery, the table was not responding to any commands and was fixed in a tilt position. The patient had already been anesthetized. The issue led to a delay of approximately 30 mins due to swapping tables and setting up. Following the service visit on site, the technician confirmed that there was no issue with orthostar ii mobile table and only a malfunction of the hand control was found. The incident was initially assessed as reportable due to a delay in surgery resulting in prolonged anesthesia time. Recently, the incident has been reevaluated as according to the medical expert's assessment, the procedural delay did not have any major clinical relevance in this situation. The scenario described in the record is considered as non-reportable.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The purpose of this submission is solely to provide a correction of manufacturing date. The correction of h6 component codes field deems required. This is based on the internal evaluation. Previous h6 component codes: electrical and magnetic/transmitter//3141 corrected h6 component codes: mechanical/controller//765

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1i event site telephone: (B)(6). H3 other text : device not returned to manufacturer.

Event description:
On 12th february 2024 getinge became aware of an issue with one of our mobile tables - 142501a0 - orthostar ii mobile extension table. As it was stated, prior to the fractured neck of femur fixation surgery, the table was not responding to any commands and was fixed in a tilt position. The patient had already been anesthetized. The issue led to a delay of approximately 30 mins due to swapping tables and setting up. Following the service visit on site, a malfunction of the hand control was found. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the delay in surgery resulting in prolonged anesthesia time, was to reoccur.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. Previous b5 describe event or problem: on 12th february 2024 getinge became aware of an issue with one of our mobile tables - 142501a0 - orthostar ii mobile extension table. As it was stated, prior to the fractured neck of femur fixation surgery, the table was not responding to any commands and was fixed in a tilt position. The patient had already been anesthetized. The issue led to a delay of approximately 30 mins due to swapping tables and setting up. Following the service visit on site, a malfunction of the hand control was found. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the delay in surgery resulting in prolonged anesthesia time, was to reoccur. Corrected b5 describe event or problem: on 12th february 2024 getinge became aware of an issue with one of our accessories - 100967c0 - cable-connected hand control used with 142501a0 - orthostar ii mobile extension table. As it was stated, prior to the fractured neck of femur fixation surgery, the table was not responding to any commands and was fixed in a tilt position. The patient had already been anesthetized. The issue led to a delay of approximately 30 mins due to swapping tables and setting up. Following the service visit on site, the technician confirmed that there was no issue with orthostar ii mobile table and only a malfunction of the hand control was found. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the delay in surgery resulting in prolonged anesthesia time, was to reoccur. Previous d1 brand name: orthostar ii mobile extension table corrected d1 brand name: cable-connected hand control previous d2 common device name: fqo - table, operating-room, ac-powered corrected d2 common device name: jea - table, surgical with orthopedic accessories, ac-powered. Previous d4 version or model # 142501a0, corrected d4 version or model # 100967c0. Previous d4 catalog # 142501a0, corrected d4 catalog # 100967c0. Previous d4 serial # (B)(6), corrected d4 serial # n/a. Previous d11 concomitant products: hand control, corrected d11 concomitant products: 142501a0 - orthostar ii mobile extension table. Previous h4 device manufacture date: 12/01/2008, corrected h4 device manufacture date: n/a. Previous h3a device evaluated by manufacturer: no, corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other, corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer, corrected h3c if other provide code - explain: n/a.

Event description:
On (B)(6) 2024 getinge became aware of an issue with one of our accessories - 100967c0 - cable-connected hand control used with 142501a0 - orthostar ii mobile extension table. As it was stated, prior to the fractured neck of femur fixation surgery, the table was not responding to any commands and was fixed in a tilt position. The patient had already been anesthetized. The issue led to a delay of approximately 30 mins due to swapping tables and setting up. Following the service visit on site, the technician confirmed that there was no issue with orthostar ii mobile table and only a malfunction of the hand control was found. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the delay in surgery resulting in prolonged anesthesia time, was to reoccur.